Event description:
It was learned via clinical affairs that a patient with an implanted aortic bioprosthetic valve experienced atrial fibrillation. Hospital course indicates the following: "on admission, the patient was prepared for and underwent cardiac surgery. She underwent implantation of a #21 carpentier-edwards pericardial magna ease valve. She also had an intraaortic balloon pump placed intraoperatively to the left femoral artery. Postoperatively, she was sent to the cardiothoracic intensive care unit. By (B)(6) 2012 [next day], she was still intubated. She is on pressors, which are being weaned. She was also on milrinone. By (B)(6) 2012, her intra-aortic balloon pump was removed. She was awake, alert, and extubated by (B)(6) 2012 . . She was placed on amiodarone for atrial fibrillation. On (B)(6) 2012, she was awake and alert. She was nauseous. She was treated with zofran for nausea. She was placed on amiodarone infusion rather than oral because of nausea. She was in sinus rhythm on (B)(6) 2012. She was diuresed for volume overload. She was transferred to telemetry on (B)(6) 2012. She was started on warfarin. By (B)(6) 2012, she remained nauseous. She was on heparin infusion and being placed on warfarin. By (B)(6) 2012, she was out of bed in the chair. She has an incisional pain. She was diuresed for volume overload. She was treated with aspirin and plavix. She does require drug-eluting stents. By (B)(6) 2012, again she was out of bed in the chair. Her central line was discontinued. She remained volume overloaded and continued to be diuresed. Her amiodarone dosage was decreased. On (B)(6) 2012, she remained in sinus rhythm. She was gradually feeling better by (B)(6) 2012. She was continued with warfarin management. On (B)(6) 2012, she went back into atrial flutter with a controlled rate. Cardizem was added to optimize rate control. She need a both beta-blocker and diltiazem to maintain reasonable rate control. By (B)(6) 2012, she remained anorectic and has constipation, but had no chest pain or shortness of breath and was gradually ambulating. She has been on warfarin and rate control strategy for her atrial flutter. She was quite sensitive to warfarin and only require a very small doses. She was cardioverted to sinus rhythm on (B)(6) 2012; however, not too long after that, she went back into atrial flutter. At that point, it was decided for the short-tenn to leave her in atrial fib flutter rate controlled with consideration for cardioversion at a later time. By (B)(6) 2012, the patient was out of bed in the chair. Her nausea had resolved. She was eating some. She was treated for constipation. Her echocardiogram on (B)(6) 2012, revealed ef 60%. There was a well seated bioprosthetic aortic valve with trace aortic insufficiency. The peak gradient was 28 and mean 13. There was mild mitral regurgitation and estimated pulmonary artery systolic pressure of 25. By (B)(6) 2012, the patient was ambulatory and anxious for discharge."

Manufacturer narrative:
There has been no device malfunction or quality deficiency reported that may have caused or contributed to this event; all post operative echo results indicate the edwards aortic is well seated without insufficiency or stenosis. Device remains implanted, and patient was discharged. Atrial fibrillation (af) is a common arrhythmia in patients undergoing valve replacement. It is a common pre-existing condition, can be associated with the procedure, or can be a progression of the patient's disease at some point in the post-operative period. It is often transient and does not require intervention. In some cases, it can adversely affect cardiac output and will require intervention, particularly in patients with limited cardiac reserve. Although a well-recognized complication of heart surgery, it is typically not related to the device, but the procedure or underlying cardiac disease.